Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned syringe assembly, confirming the presence of a small amount of particulate (flash) protruding from the tip of the plunger. The flash extension measured approximately 5mm x 1mm. The cause of the reported problem is variation in the supplier's molding process that led to excessive flash at the gate location. Corrective action was implemented by the supplier in (B)(6) 2015. The subject kit was manufactured in july 2015; therefore, the plunger assembly was produced prior to corrective action implementation.

Manufacturer narrative:
Bayer quality assurance product analysis received a photo of the syringe, lot # 8508447. The description noting that the "plunger was broken" could not be verified; however the presence of a foreign particle on the tip of the plunger is visualized in the photo. Product analysis is awaiting return of the product for further investigation. A follow-up report will be submitted after the investigation is completed. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The site reported the following: the plunger broke on a syringe from a stellant syringe kit.